Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3093-28 interstim urinary mgu lead, implanted (B)(6) 2012; 3058 interstim urinary mgu ipg, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated. Looking back in the patient's chart, all battery voltage measurements showed the same voltage. The device was eventually able to be interrogated while pushing hard and the battery voltage still showed the same measurement. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.